Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator alarmed due to low inspiratory pressure during use. Medical personnel attempted to troubleshoot the device, but they ultimately removed the patient from it and placed them on another ventilator as a precaution. There was patient involvement associated with the reported event, however, there was no patient harm as a result of the reported issue. (The electronic submission would not allow for decimals so this is to document that section a4, weight, is actually 125.4 pounds).

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of low inspiratory pressure was confirmed. Upon powering on the device, ventec observed that the device¿s waveforms were erratic, noting that its blower was ramping up to the max which triggered pressure and volume related alarms and the stopping of breaths (i.e. No ventilation output). Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Manufacturer narrative:
**UDI related data quality updates only** corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).